Event description:
It was reported that during the procedure in the right internal carotid artery, a 6x8x40 xact stent was deployed successfully. During the procedure, 10,000 units of heparin were administered. Approximately one hour post procedure, the patient developed hypotension and dopamine was administered. The patient was intubated to protect the airway and the patient was brought back to the cath lab. Angiogram revealed thrombosis within the xact stent. Two rx acculink stents were deployed for treatment of the thrombosis. 10,000 units of heparin were administered. After stent(s) deployment, angiogram revealed thrombus formation within the two additional stents as well as the xact. The physician determined that the patient was resistant to heparin. Heparin was discontinued and angiomax and integrilin were administered. Aspiration of the thrombus was performed successfully using a catheter. The patient responded well with no further formation of thrombus. The sheath was kept in place for patient observation and plavix and aspirin were administered. The patient expired on (B)(6) 2012. The cause of death is unknown; however, physician opinion indicates that the death is unrelated to the stents but most likely related to the overall condition of the patient and the resistance to anticoagulants. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: rx acculink, xact; heparin. The additional rx acculink stent and the xact stent indicated are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported patient effects of thrombosis and death are known adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.